Event description:
The compression screw that locks the alignment guide and tibial pad to prevent rotation failed. The doctor was unable to control rotation while trying to pin the resection block and eventually had to do it by hand. The surgery was extended 30 - 40 minutes.

Manufacturer narrative:
This complaint is still under investigation.